Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer was also experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported blood glucose value was 28 mmol/l, and the sensor glucose value was 13.2 mmol/l at the time of the event along with symptoms of malaise and vomiting. The customer reported hyperglycemia, diabetic ketoacidosis and the symptoms were treated with overnight hospitalization stay. The event involved product mmt-7040d1. Troubleshooting was performed for hyperglycemic event. Customer was not using insulin pump system with in 48hours of the reported event. Troubleshooting was not performed for difference between glucose values and the difference between sensor glucose and blood glucose values was 14.8 mmol/l and it is beyond 30% limit. No further patient complications were reported. No product return is required for mmt-7040d1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.